Manufacturer narrative:
(B)(4). Per the instructions for use, device embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, per report, the aortic annulus was larger than what was noted on the CT scan. The available information suggests significant valve undersizing may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During deployment of a 26mm sapien xt valve, the valve immediately began to migrate up the ascending aorta to just below the aortic arch. The valve was safely moved into the transverse aorta and, due to excessive plaque and aneurysms in the descending aorta, it was decided to implant the valve at the distal end of the transverse aorta. The valve did not appear to be stable in the transverse aorta. A 29mm sapien xt valve was then implanted successfully in the aortic annulus; however, as it was advanced through the 26mm valve, it was noted that the first valve moved when the second delivery system touched it. The 29mm delivery system balloon was used to further dilate the 26mm valve and the valve then appeared to be more stable. The patient tolerated the procedure well and left the room in stable condition. As reported, the CT sizing and tee sizing were reviewed prior to the procedure and were in close agreement for a valve area of 500 - 510mm2. The native annulus measured 24mm by tee, and 22mm x 27mm with an area of 510mm2 by CT. The native annulus was moderately calcified, the native leaflets were moderately calcified and the aortic root was moderately calcified. As per report, the aortic annulus was larger than what was noted on the CT scan. There was one tee measurement of 560mm2; however, this was an outlier compared to the majority of images on CT and other tee images which were consistent for a 26mm valve. Therefore, the majority of sizing agreement was used.